Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. Device not returned.

Event description:
It was reported that the luer lock connection became disconnected overnight. Reportedly, the customer saw insulin drops from the end of the tubing and reconnected the luer lock. After reconnecting the patient line, the customer accidentally filled their tubing twice while still connected. Customer reported blood glucose (bg) level was 57 (mg/dl) and they were consuming candy to address bg level. Follow up with the customer confirmed the customer's blood glucose level has risen to 152 (mg/dl).